Event description:
The pt implanted with this implantable cardioverter defibrillator (ICD) expired one month post implant,for unspecified reason. The family of the pt retained legal counsel and there was an allegation that on the date of death the device, which is included in an advisory population, failed to pace. It was also reported that when interrogated, a short circuit malfunction was present. The device has been returned for analysis however it has been four years since pt death.